Event description:
This device case, which does not involve an adverse event, reported by pharmacy, who contacted the company with a product complaint, concerns a patient of unknown origin. The patient was taking an unspecified medication for the treatment of an unknown indication. On (B)(6) 2009, it was reported that the humapen memoir (lot number 0801c01) was reported to have a defect display when turning onto seven and then only hyroglyphics appeared. This humapen memoir is associated with (B)(4). The operator of the device was unknown and it was unknown if the operator of the device was trained. It was unknown how long the patient had used this device model. The device was returned to the company on (B)(6) 2009. Initial examination found missing segments in the dose number display. It was unknown if this humapen memoir was continued.

Manufacturer narrative:
Reportable malfunction/near incident identified. Investigation in progress. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.